Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the foam on the lock collar was disengaged and not returned. The balloon, trocar, valve seal and doors appeared intact. The inflation syringe was not received. Pmv performed functional testing, the balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged lock collar foam may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic hernia procedure. At some point, a little piece of plastic broke off from the trocar. It did not disengage into the patient cavity. Another trocar was used to complete the procedure. No patient injury or extension in surgical time. Patient status is alive, no injury.